Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was hospitalized due to a defective pacemaker. The device remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that the patient had an infection, dyspnea, and congestive heart failure. No additional information was provided.